Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s parent reported that the sensor was inserted into the upper buttocks on (B)(6) 2019. On (B)(6) 2019, the site was inflamed and full of pus, so the mother took the patient to the doctor. The patient was treated with flucloxacillin for seven days and at the time of the report the patient was improved with no more inflammation. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.